Event description:
Device has been explanted.

Manufacturer narrative:
The reason for reoperation is deflation. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, one opening curved on the anterior and white particles in the inner surface. Leak test and microscopic analysis was performed which identified: one opening striated on the anterior, one opening sharp on the plug strap disk shell and partial delamination on the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool. One sharp opening on the plug strap disk shell due to an unidentified (tear) opening. Partial delamination on the plug strap disk shell (adhesive failure).

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.